Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula broke off in the customer's skin. The customer did not know the blood glucose reading. He stated that he removed 2 sensors from the skin about 2-3 weeks prior, and the sensor cannula appeared to have not come out of the skin. He also reported that on the fourth day of its use, the sensor began to lose its accuracy. He stated that the sensor did not last for its full 6 days' expected use. He declined troubleshooting. Nothing further reported.